Event description:
An alarm was reported by the caller, indicating a potential occlusion issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The caller was guided by technical support to troubleshoot the issue by performing various actions, including disconnecting the tubing from different points and delivering boluses, which eventually led to a successful resolution. The customer was advised to replace supplies as necessary and continue insulin therapy.